Manufacturer narrative:
Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Customer concern confirmed with visual inspection and functional testing. Found contamination around dso sensor and under air detector. Replaced dso sensor, bezel, seal, and air detector. Also found uso seal separating, replaced uso seal. Performed downstream occlusion sensor (dso) /upstream occlusion sensor (uso) calibration and occlusion tests. Performed performance verification tests (pvt), unit passed all testing criteria. Software updated. Unit reset to standard configuration.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited an occlusion message when a bolus was added. There was no patient involvement, no patient injury was reported.